Event description:
It was reported by the clinician that the triple lumen catheter was placed in the pt in early (B) (6) 2010. The clc 2000 valves included in the tray were placed on the hubs at the time. The clc 2000 valve was found to be cracked and the pt was diagnosed with a crbsi (catheter-related bloodstream infection). Additional info received on (B) (4) 2010 from the risk mgr stated they are conducting some tests on the pt to determine if he had a blood born pathogen from care technique or prior to the central line issue. The pt came into the hosp very ill and is septic.

Manufacturer narrative:
(B) (4). F/u report will be filed if additional info becomes available.